Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer multi-fenestrated septal cribriform occluder was chosen for implant. During deployment, the right atrial disc did not form properly. The device was replaced with another 30mm amplatzer multi-fenestrated septal cribriform occluder. There were no adverse patient effects reported. The patient status was reported as stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer multi-fenestrated septal cribriform occluder was chosen for an atrial septal defect (asd) closure procedure using an unknown delivery system . During deployment, the right atrial disc did not form properly and had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was replaced with another 30mm amplatzer multi-fenestrated septal cribriform occluder. There were no adverse patient effects reported. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable. No additional information was provided.